Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016, the device was implanted via v-p shunt to a (B)(6) female with cerebral aneurysm. The initial setting was 5. After implantation, it was found that the fluid did not flow through the device properly, and ventricular enlargement was noted by CT scan. So the setting was changed from 5 to 4 on (B)(6) from 4 to 3 on (B)(6) and from 3 to 1 on (B)(6); however, ventricular enlargement was noted by CT scan and also the patient had impaired consciousness. On (B)(6) 2016, although the fluid flow was confirmed through contrast radiography (with no sign of valve occlusion), pseudomonas aeruginosa infection in csf was confirmed. Then on (B)(6) 2016, the device was removed, and the patient has been treated with external drainage and monitoring. During removing the device, cerebrospinal fluid was flowed out roundly (about 200~300mmh2o), the surgeon thought brain pressure was probably high. She is reportedly recovering. Patient information: cerebral aneurysm, bacillus coli the surgeon requested to clarify whether the flow issue was caused by occlusion or valve malfunction.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The setting of the cam when valve was received was at setting 1. The valve was hydrated for about 36 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was flushed. The valve passed the test no occlusion was noted. The valve was tested for programming. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions were noted. The siphon guard was removed. The valve was dried. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-8805, with lot ctlb55, conformed to the specifications when released to stock in 6th october 2015. Review of the sterilization certificate, conformed to the specification when released on the 1st october 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.